Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, after more than 48 hours of pod wear on the abdomen, the patient¿s blood glucose levels increased to approximately 378 mg/dl. The patient stated that at some point the omnipod system displayed blood glucose readings as ¿high,¿ indicating levels greater than 400 mg/dl, and that blood glucose levels did not decrease despite administering bolus doses. The patient further reported that he did not switch the omnipod system to automated mode on the date of the event and suspected that this may have contributed to the elevated blood glucose levels. No specific symptoms were reported. The patient presented to the emergency room, where he was treated with hydrochloride and the pod was replaced. No additional medical treatment was reported. The patient remained under observation for approximately one hour and returned home the same day.